Manufacturer narrative:
(B)(4). Date sent: 7/31/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that the device and reload were not returned for analysis only two malformed staples were returned inside of a petri dish. Since no device and reload were returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. The event could not be confirmed as no device and reload was returned for analysis. The reported complaint could not be confirmed. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during a pneumonectomy, the clip was unformed and this happened frequently. It was used on lung for tissues that were not thick. The cartridge color was blue. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This is an analysis of one photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a petri dish with what it seems to be staples pieces. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional event information: no change in surgical procedure due to this event. The patient is stable after surgery.